Event description:
A discordant low hemoglobin (hgb) result was obtained on one patient sample on the advia 2120 without autosampler instrument. The sample result was flagged by the instrument. It is unknown if the discordant low hgb result was reported to the physician. The customer repeated the same sample on another system and the result was as expected. It is unknown if the repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, low hgb result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant low hemoglobin (hgb) result on the advia 2120 without autosampler instrument. The patient sample was processed manually through the instrument and, by going through the process with the customer, the fse found out that they were only doing two to three inversions of the whole blood sample before processing it through the instrument and that the sample probe was only inserted in the top part of the patient sample. The fse reviewed proper mixing and sampling technique with the customer. The customer failed to follow operator guide instructions for proper mixing of a whole blood sample, which states "unless otherwise stated, no special treatment of the whole blood specimen is required. However, samples must be collected in the specified collection tube and gently, but thoroughly mixed at the time of collection and again before sampling.". The customer also failed to follow operator guide instructions regarding sample aspiration, which states "position tube so that the sample probe is immersed into the well-mixed sample. The sample probe should not contact test tube surface, which could block the free flow of sample into the probe.". The fse did verify that the instrument was sampling correctly and performed comparison and precision studies, all of which were good. The fse determined that the cause of the event was due to user error. The instrument is performing according to specifications. No further evaluation of this device is required.